Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. (B)(6) 2016. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
"Graft was placed (B)(6) of 2016. Patient presented at follow up scan. Distal thrombis noted on cta. The patient will be getting another scan in 3 weeks to decide if there will be any further intervention". No reported adverse effects on the patient due to this occurrence. "The patient will be getting another scan in 3 weeks to decide if there will be any further intervention".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. H6) ec method code: 4109 - historical data analysis. 4112 - analysis of data provided by user/third party. 4117 - device not accessible for testing. Ec conclusion code: 4315 - cause not established. Summary of investigational findings: the complaint states a blunt traumatic aortic inury (btai) patient, who got a tevar in july 2016. On the follow-up cta scan a distal thrombosis was noted. The patient was scheduled to have another scan 3 weeks after this finding to decide the need for further intervention. A video of cta scrolling through axial images of the distal stent graft and a segment of the distal descending thoracic aorta were provided. The review of the video confirmed a distal, non-occlusive thrombus in the zta-p-22 device. It demonstrated how the thrombus began halfway through the second to last stent and extended to the end of the last stent, without extending into the thoracic aorta. The endograft was oversized 2.2mm in comparison to the aorta just distal to the endograft and 2.0mm just inferior. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 01aug2018: the tevar was for bai.